Event description:
A 1660 days post-op, the patient underwent a mohs micrographic surgery to remove a squamous cell carcinoma from the left anterior thigh. The lesion was 5.1 x 3.1 cm. There were no complications noted. A 1811 days post-op, the patient underwent a mohs micrographic surgery to remove a basal cell carcinoma from the right nose. The lesion was 0.8 x 1.1 cm. There were no complications noted.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: (B)(4).

Event description:
It was reported that on (B)(6) 2007: the patient presented with lumbar spinal stenosis at l3, l4 and ls and l5-s1 spondylosis with radiculopathy. The patient underwent complete l3, l4 and ls decompressive laminectomy and medial facetectomy using the operating microscope for microdissection techniques with posterolateral interbody fusion using spacers and rhbmp-2 at l4-5 and l5-s1 with l4 to s1 posterior instrumentation with screws and rods and crosslinks with intraoperative emg monitoring of the lower extremities and intraoperative pedicle probe monitoring. He underwent in x rays of lumbar spine 2 or 3 views. Findings: there was no emg activity at closure. There was good pedicle probe responses at the levels where screws were placed. Of note, there were pedicle fractures of l4 on the left and l5 on the right preventing screw placement at these levels. Per-op notes: endplates were meticulously prepared, autograft infuse was placed anterior to 12 x 26 spacers filled with rhbmp-2 and autograft at l4-5 level. Pedicle screws were placed on the right at l4 and s1 using pedicle probe monitoring. The left l4 pedicle again fractured with attempted screw placement again presumably. On (B)(6) 2007: the patient underwent x ray of lumbar spine, two views. Findings: ap and lateral views of the lumbar spine how a drain in the soft tissues posterior to l3-4. Pedicle screws were present. There was a single pedicle screw in the right side of l4. A single pedicle screw is seen in the left side of l5. There was paired pedicle screws seen at sl. There are vertical stabilization bars. A horizontal cross-link was present. Interbody spacers are seen at l4-5 and l5-s1. The alignment appeared normal. There were some mild degenerative changes and osteophytosis. Moderate amount of gas is seen in small and large bowel extending into the rectal vault. This was consistent with mild ileus. On (B)(6) 2007: the patient presented for follow up of status post l4-5 and l5-s1 fusion performed on (B)(6) 2007. He underwent neurological evaluation. On (B)(6) 2007: the doctor called to the patient for the progress report. The patient was having bilateral lower extremity ¿tingling¿ in s1 distribution. On (B)(6) 2007: the patient presented with status post l4-5 and l5-s1 fusion. He underwent neurological examinations. He experienced a twisting type motion in his while cleaning up his shop on (B)(6) 2007. On (B)(6) 2007: the patient contacted office and stated that the lidoderm patches have not provided any improvement in his left thigh pain. He had also complaints of right calf and ankle pain. On (B)(6) 2007: the patient presented with pain and swelling in the right leg. He underwent ultrasound. Impressions: right lower extremity venous doppler ultrasound examination within normal limits with no evidence of deep venous thrombosis at the levels examined. On (B)(6) 2007: the patient presented for follow up of status post l4-5 and l5-s1 fusion performed on (B)(6) 2007. He underwent neurological evaluation. On (B)(6) 2007, the patient underwent neurological evaluation due to status post l3 through l5 decompressive laminectomy and l4-5 and l5-s1 post lumbar inter-body fusion. The patient also underwent spine thoracic suspecting double rbs, impression: hypertrophic spurring of the thoracic spine. The patient presented for follow up of status post l3 through l5 decompressive laminectomy and l4-s and l5-s1 plif. He underwent neurological examinations. He underwent cr, spine, lumbosacral, two or three views procedure. Impressions: stable postoperative changes at l3 through s1 as described. Interbody spacers and hardware remain stable and intact. On (B)(6) 2007, the patient underwent CT lumbar spine , impression: partial bony fusion of l4-l5 and ls-81 post laminectomy and posterior spinal fusion. The patient underwent CT scan of lumbar spine. Findings: status post laminectomy of l4 and ls. There is posterior instrumentation of l4 through s1 vertebra. There is fixation of the lumbar spine with metallic bar and screws. Metallic screws are seen on the right side fixing l4 and sl and on the left side fixing ls and s1. There are metallic densities in the disc spaces of l4-l5 and ls-s1. There is partial bony fusion of the disc of l4-l5 and ls-s1. On (B)(6) 2008, the patient underwent spine cervical due to fusion of l3 l4 and l5 s1 and post-laminectomy syndrome, impression: incomplete cervical spine film. The odontoid view is nondiagnostic to exclude pathology, incomplete views of the cervical spine demonstrates multilevel degenerative disc disease changes. On (B)(6) 2008: the patient presented with status post l4-5 and l5-s1 fusion and bilateral leg paresthesias. He underwent neurological examinations. On (B)(6) 2008, the patient underwent CT of lumbar spine due to fusion of l3 l4 and l5 s1 and post-laminectomy syndrome, impression: complex postsurgical posterior lumbar fusion changes l4 ls s1, complex laminectomy surgical changes posterior elements l4 ls s1, complex extradural and extra osseous, abnormal soft tissue collection is identified at the surgical site l4 ls s1 with involvement of the posterior musculature and subcutaneous soft tissues. Postsurgical scar and inflammatory collections could not be differentiated from soft tissue mass lesions in this region on CT scan protocol. The patient underwent CT scan of lumbar spine. Findings: unilateral right l4 pedicle screw was identified present on prior exam. The right l4 pedicle screw did not compromise the lumbar dural vault. On (B)(6) 2008: the patient presented with status post l4-5 and l5-s1 fusion. He underwent neurological examinations. Impressions : peyronie disease and borderline psa. On (B)(6) 2008, the patient underwent MRI of spine due to chronic low back pain with radiculopathy, impression: post-operative laminectomy changes and posterior lumbar fusion changes l4 l5 and s1 present on prior CT scan study, identification of endplate edema and possible bone destructive process involving the inferior aspect of the l5 lumbar vertebral body, acute discitis and osteomyelitis changes at l5-s1, mr findings suspicious for a bone destructive process involving the posterior element facet remnants at the level of l3-l4 and l4-l5 as described above, differential diagnoses would include infectious and/or inflammatory osteomyelitis changes, extensive epidural soft tissue changes surrounding the lumbar dural sacral sac at the level of l4 ls and s1, differential diagnosis would include granulation tissue as well as inflammatory collection. The patient presented with chronic low back pain. He underwent MRI scan of lumbar spine. Findings: extensive degenerative intervertebral disc space disease change identified at l3-l4, l4-l5 and l5-s1. Postoperative posterior lumbar fusion changes identified involving l4 l5 and s1 vertebrae. Postoperative laminectomy changes are identified at l4 ls and 51- there is evidence for bony cortical irregularity and possible early ischemic and/or bone destructive process along the inferior endplate of l5 best seen on the sagittal images. On (B)(6) 2008, the patient underwent ¿nm¿ non-cardiac vascular flow for spine MRI with osteomyelitis, impression: abnormal bone uptake, osseous phase imaging, l4-s1 which is more consistent rather than osteomyelitis. The patient presented with low back pain, bilateral leg pain, numbness in the feet, shoulder and neck pain. On (B)(6) 2008: the patient presented with status post l4-l5 , l5-s1 fusion, bilateral leg and back pain. He underwent neurological ex aminations. On (B)(6) 2008, the patient underwent spine lumbosacral due to low back pain, impression: post-operative changes as described in the patient were 6 lumbar vertebra. On (B)(6) 2008: the patient was presented for follow up. On (B)(6) 2008: the patient was presented for 6 month f/u of peyronies. On (B)(6) 2008, the patient presented to the office with complaints of pain in the back which was chronic. The radiologic report indicated (impression) other acute post-operative pain, low back pain, chronic, lumbar, radiculopathy, postlaminectomy, syndrome, lumbar or lumbosacral. On (B)(6) 2009, the patient presents to the office with complaints of pain in the back which is chronic. On (B)(6) 2009, the patient presented with pre-op and post-op diagnosis: post laminectomy syndrome, lumbar degenerative disk disease, lumbar radiculopathy, underwent percutaneous placement trial spinal cord stimulator implantation. On (B)(6) 2009, the patient presented to the office for a post-op follow-up of spinal cord stimulator cord. On (B)(6) 2009, the patient presented to the office with chief complaint of back and leg pain. On (B)(6) 2009, the patient is presented for low back pain. On (B)(6) 2009, the patient presents to the office for follow-up. The patient underwent lumbar radiculopathy. On (B)(6) 2009, the patient underwent spine lumbosacral due to lumbar radiculopathy, impression: posterior fusion of l5 through s1 including the transitional l6 segment, no hardware loosening or motion segment instability. On (B)(6) 2009: the patient is presented for boil scar on his neck. On (B)(6) 2009, the patient underwent CT of lumbar spine, lumbar myelogram and CT myelogram due to low back pain radiating into both legs with paresthesias, impression: patient is status post previous posterior decompression and fusion from l4 to s1 with a lack of solid fusion at l4-5. There is no evidence of hardware fracture or loosening, right lateral recess stenosis l3-4 with possible encroachment on the right l4 nerve in the lateral recess and the l3 nerve as it traverses the neural foramen. Bilateral l3-4 neural foraminal stenosis is present, worse on the left. The patient underwent lumbar myelogram and CT myelogram. Finding: alignment of the lumbar spine is near anatomic. There was a 2mm retrolisthesis of l3 on l4. Impressions: patient is status post previous posterior decompression and fusion from l4 to sf with a tack of solid osseous fusion at l4-5. There is no evidence of hardware fracture or loosening. On (B)(6) 2009: the patient is presented for lower back pain underwent physical exam . Impressions: resolved abscess right lower back. The patient had back surgery with metal implants. On (B)(6) 2009; the patient was diagnosed with back pain. On (B)(6) 2009, the patient presented to the office for follow-up. On (B)(6) 2009, the patient underwent x-ray of hand due to pain in hands, impression: bilateral radiopaque foreign bodies, early osteoarthritic change at the first metacarpocarpal joint bilaterally, possible old trauma to the right fifth metacarpal, benign appearing cyst in the distal head of the right third metacarpal. On (B)(6) 2010, the patient underwent x-ray of chest for pre-op clearance, impression: no acute process. On (B)(6) 2010, the patient presented for office visit.

Event description:
It was reported that on: (B)(6) 2008: patient presented for follow up. On (B)(6) 2008: the patient was presented with back pain,numbness, tingling. So he underwent physical examinations. Impressions: low back pain, status post lumbar spine surgery, paresthesia involving upper extremities, status post right carpel tunnel release many years ago. On (B)(6) 2008: patient underwent CT scan. Images described in this session: postoperative changes as described in the patient was 6 lumbar vertebra. On (B)(6) 2008: patient presented for follow up and the patient underwent spine lumbosacral due to low back pain, impression: post-operative changes as described in the patient were 6 lumbar vertebra. On (B)(6) 2008: patient presented for office visit. On (B)(6) 2009: the patient presents to the office for follow-up. The patient underwent lumbar radiculopathy (B)(6) 2009: the patient is presented for boil scar on his neck and also presented with lumbar radiculopathy, spinal stenosis lumbar region, with neurogenic claudication.

Manufacturer narrative:
(B)(4). Review of intraop ap and lateral xrays show initial surgical positioning. Plif with capstone spacers at l4/5 and l5/s1. Pedicle screws from l5-s1 on the right and l4 to s1 on the left (of x-ray). Crosslink present. No evidence of complications. Studies done one month postop show no changes or evidence of implant malfunction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient failed conservative treatment for neurogenic claudication due to multilevel spinal stenosis as well as mechanical low back pain due to an l5-s1 spondylosis with pars defect and lumbar radiculopathy. The patient underwent complete l3, l4, and l5 decompressive laminectomy and medial facetectomy and fusion l4-s1 using interbody spacers, rhbmp-2/acs, and posterior instrumentation. Per the operative notes "there were pedicle fractures of l4 on the left and l5 on the right preventing screw placement at these levels". (B)(6) days post-op, the patient had an MRI that demonstrated postoperative laminectomy changes and posterior lumbar fusion changes l4- l5 and s1 present. Identification of endplate edema and possible bone destructive process involving the inferior aspect of the l5 lumbar vertebral body. Findings suspicious for a bone destructive process involving the posterior element facet remnants at the level of l3-l4 and l4-l5. (B)(6) days post-op, the patient presented with ongoing complaints of pain and has had increased complaints of left leg pain. Patient has pain with both flexion and extension, has diminished sensation in the left leg and foot and to a lesser extent the right left. Per the physician's notes, "the patient has evidence on his myelo9gram of 2-mm retrolisthesis at l3 and l4 and there is facet arthopathy and degenerative change with significant facet changes including some vacuum phenomenon one of the facet joints. There is some lateral recess stenosis encroaching on the right l4 nerve root in the lateral recess and possible impingement at the l3 nerve root as well. On the left side, there is a far lateral disc osteophyte complex which narrows the inferior recess of the left l3-l4 neural foramen. At the l4-l5 level, the report indicates the lack of a solid osseous fusion anteriorly" at l5-s1, there appears to be a massive overgrowth of calcium on the left side extending into the foramen and caused a very significant foraminal narrowing and lateral recess stenosis. The s1 nerve root does not appear to be affected, but it is certainly potentially displaced". (B)(6) days post-op, the patient underwent an exploration of the lumbar fusion site. All instrumentation was removed except the l4 screw. The fusion site was fully decompressed, and the fusion was re-instrumented and extended l3-s1. Per the operative note, "spacers, peek material filled with bmp and [resorbable ceramic granules]" were implanted. Posterior instrumentation was placed. There were no noted operative complications.